Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the cutting edge broke off when the bone hole was created. Although the cutting edge part entered the joint, it was able to be removed with forceps. The surgeon used a new product and the case was completed with no patient harm.